Manufacturer narrative:
The report of atypical power cable disconnected alarms related to the white power cable while on battery support was confirmed through the analysis of a submitted data log file. The log file contained approximately 16 days of data (dated 01dec2019 - 17dec2019, according to the timestamp). The log file was retrieved from system controller sn (B)(4). At ~12:35am on december 6, 2019 the controller was connected to an mobile power unit (mpu) for support. Approximately 5 minutes after being connected to the mpu the relative state of charge (rsoc) for both power cables dropped to ~1.5v and the controller alarmed with a low voltage advisory alarm. However, voltage continued to be supplied to the system controller from the mpu. Although the root cause of this event could not be conclusively determined, based on previous complaint experience, the event appeared to be consistent with the black and white power connectors being swapped when a connection was made to the mpu. During this event the controller continued to support the pump at the set speed. At ~12:43am both power cables appeared to be swapped to their correct color, resolving the issue. At ~9:28am of the same day the log file captured atypical power cable disconnected and low voltage hazard alarms that were related to the white power cable. During this time the white power cable was connected to batteries and continued to supply power, but its rsoc dropped to 0. This event resolved on its own within 20 seconds and did not affect the controller's ability to support the pump at the set speed. Although the root cause of this event could not be conclusively determined, it could have been caused by an issue with the 14v li-ion battery or battery clip used during the event, or a connection issue between those devices. Throughout the log file the controller supported the pump at the set speed. Neither the system controller, the 14v li-ion batteries, nor battery clips used during the observed events were returned for analysis. A request for additional information did not receive a response. As a result the root cause of the captured events could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. Heartmate 3 patient handbook (doc. #10006136) section 3-¿powering the system¿ explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to follow proper instructions when connecting the system controller to the mobile power unit patient cable; always connect white-to-white and black-to-black. This document also has a section titled "safety checklists" that instructs the patient to check the connectors, on both the controller cables and different power sources, for dirt, grease, or damage. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent to the manufacturer for analysis. During the analysis of the log files power cable disconnects were observed on power module and batteries on the white lead of the controller. It was recommended to ensure the connections are clean and intact.